Event description:
The customer reported a discrepancy in the displayed and actual time on their pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor and follow up if the time discrepancy recurred. The customer understood and acknowledged this guidance.